Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that high impedances were found with 0 <(>&<)> 3. The patient was reprogrammed to 1 <(>&<)> 2 but the high impedances persisted. Additional high impedances were measured on the following monopolar pairs: c<(>&<)>0= 11,147 ohms, c<(>&<)>1= 9306 ohms, c<(>&<)>2= 9952 ohms, c<(>&<)>3= 11,471 ohms. It is unknown when the issues began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.